Event description:
Reporter indicated the handheld programming computer was not functioning properly. The handheld reportedly received multiple error messages and the physician constantly had to re-seal the flashcard. The product has been returned to the MFR and is pending product analysis. Good faith attempts to obtain additional info are being made, but have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.